Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had an unusual noise while running. It was further determined that the electric motor was damaged (runs loud, vibration and rough rotation), the electronic control unit did not function properly (delay in startup), the set screw was worn (thrust disc had too much play), and the seals were worn and damaged. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery oscillator device was making an unusual noise while running. During in-house engineering evaluation, it was observed that the electric motor was damaged. The device ran loud, had vibration and rough rotation. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as sep 16, 2013 in the initial report. The device manufacture date has been updated as sep 12, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.